Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5078753) on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding profusely") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("horrible painful back pains every month around my period") and coital bleeding ("bleeding during sex"). At the time of the report, the genital haemorrhage, back pain and coital bleeding outcome was unknown. The reporter considered back pain, coital bleeding and genital haemorrhage to be related to essure. The reporter commented: consumer have been approved for a hysterectomy. Consumer mentioned a serious injury (required intervention) but did not specify it to one of the events. Most recent follow-up information incorporated above includes: on 10-aug-2018: significant case correction: ppc and dpc codes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding profusely") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("horrible painful back pains every month around my period") and coital bleeding ("bleeding during sex"). At the time of the report, the genital haemorrhage, back pain and coital bleeding outcome was unknown. The reporter considered back pain, coital bleeding and genital haemorrhage to be related to essure. The reporter commented: consumer have been approved for a hysterectomy. Consumer mentioned a serious injury (required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.